Event description:
It was reported that the right ventricular (rv) lead had high pacing impedances. Fifteen short interval counts short interval counts (sic) were also noted. The physician was unable to reproduce anything with provocative maneuvers. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead thresholds rose to 4 volts at 1 ms. During follow up it was noted that the pacing impedances were back to normal. No oversensing was noted. The physician plans to change the sensing vector to tip-coil to prevent possible oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).